Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23may2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. The device has been explanted.